Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 12 months of support on the lvad, the pt may have been non-complaint with batteries and may have had a pump stoppage. Exact date and length of pump stoppage unk.

Manufacturer narrative:
The pt remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.